Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as red and itchy with broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device temporarily. Outcome of the irritation is unknown as follow up attempts were unsuccessful. Reportable: broken blisters, medium severity, medical intervention, outcome unknown